Event description:
The device no longer worked for the patient. The device system was explanted. There was no patient injury and recovered without sequela.

Manufacturer narrative:
Continuation from concomitant medical products: lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2012. Lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2012. Programmer model 37743 serial# (B)(4). (B)(4). Final device analysis for the ins revealed no significant anomaly. The ins was functioning okay. Final device analysis for lead (B)(4) revealed broken conductor at twist lock anchor site. Final device analysis for lead (B)(4) revealed broken conductor at twist lock anchor site.